Event description:
Prior to beginning the procedure, the physician decided to introduce the zenith delivery system via a left sided introduction. Due to this decision the planned devices had to be placed in an alternative sequence. A sizing catheter was placed in order to determine the available length needed to successfully exclude the aneurysm. Based upon this measurement, the physician planned to place two iliac leg grafts on the ipsilateral side and one iliac leg graft on the contralateral side of the main body graft. The contralateral iliac leg graft was deployed in the contralateral limb of the main body graft without any complications. The ipsilateral iliac leg was placed in the ipsilateral limb with a one stent over lap. The second iliac leg graft was placed with two stent over lap. The second iliac leg graft was placed with two stent overlap. As a result the desired landing site of the graft was achieved. An iliac leg extension was placed to provide the additional coverage needed to successfully exclude the iliac aneurysm. Angiogram was performed noting a type I endoleak. The area between the ipsilateral iliac leg graft and the ipsilateral limb was ballooned again, but the endoleak still persisted. An iliac leg extension was placed bridging the junction of the two devices. Placement was successful. Final angiogram revealed a slight "blush". At that time it was thought that the endoleak now viewed was a type ii endoleak. Pt will be monitored. Refer to 1820334-2003-00300 for additional info.